Event description:
It was reported that pump insulin gauge displayed an amount different than expected and fill estimate remained static at 85 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur when there was large variance in measured pressures used to calculate remaining insulin, was advised that gauge would begin counting down again once actual insulin amount matched static display, and acknowledged understanding of this information.